Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product code: 03.010.523. Lot # 6l10941. Manufacturing site: jabil bettlach. Release to warehouse date:16/12/2019. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of driving cap/threaded, p/n: 03.010.523, lot: 6l10941, was broken. The broken fragment remains inside the returned radiolucent handle. No other problems identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded, p/n: 03.010.523, lot: 6l10941 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the surgeon was implanting a femoral recon nail for a proximal femur fracture. A distal interlocking screw was placed, and the surgeon was backslapping for compression at the fracture site. The threads of the driving cap broke off into the nail insertion handle. There was no surgical delay, and the surgery was completed successfully. The fragments generated were removed without additional intervention. There was no patient consequence. This report involves one driving cap/threaded. This is report 1 of 1 for (B)(4).